Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged on (B)(4)-2011 in address "1e dc". Por (power on reset) severity is considered low and device should be able to fully recover after reset. Por timestamp coincides with install of (B)(4) version 8.

Event description:
It was reported that the device electrically reset. The device remains in use. No patient complications have been reported as a result of this event.